Manufacturer narrative:
Follow-up #1 date of submission 04/28/2015-additional information/device evaluation: the pump was returned as a non-complaint and dispositioned on (B)(4) 2014 prior to the creation of this complaint file. The pump could not be investigated due to its disposition. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging blank display screen. No additional information was provided and troubleshooting could not be completed. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.